Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that in the previous month the recipient developed an infection/ inflammation in the area of the implant. The device was explanted on (B)(6) 2018. No new device was placed. Per explantation report, the electrode lead was found dislocated from the channel and the device housing was found dislocated from it's original position. The electrode array was found completely outside of the cochlea.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. During investigation the device operates within specification. This finding was expected, because according to the received information the device was explanted for medical/clinical reasons, namely recurrent inflammation and infection in the area of the implant; intolerance to the device is suspected but not confirmed. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Also, the skin was not intact over the device prior to removal, likely due to the previously mentioned condition. Furthermore, the electrode lead was found dislocated from its channel and the device housing was no longer in its original position; revision surgery had already occurred in the past to reposition the device. The electrode array was found completely outside of the cochlea, which might be a consequence of the infection and/or the implant housing's complete dislocation. This is a final report.

Event description:
It was then reported in (B)(6) 2018 that in the previous month the recipient developed an infection/inflammation in the area of the implant, which was confirmed with cultures. Despite antibiotic treatment and the repositioning surgery, the recipient had continuous problems with wound healing. The device was finally explanted on (B)(6) 2018. No new device was implanted.